Event description:
The customer reported that her blood glucose was 423 mg/dl and she received a battery out limit alarm, following a battery change where the batteries were not out of the insulin pump greater than the duration allowed by the pump. The customer treated with manual injection. The customer was provided assistance with clearing the alarm and reprogramming time and date. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).